Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) after a syncopal episode. Review of the presenting electrogram (egm) suggested the pacemaker was operating as programmed, however the health care professional (hcp) states loss of capture (loc) was observed on the monitor with no associated symptoms reported. Additionally, two non-sustained ventricular tachycardia (nsvt) were stored and appeared to contain noise, but had occurred after the time of the syncopal episode. The most recent auto threshold test was 1.2v @ 0.4 ms. Further device/lead testing was advised. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, and the non-boston scientific right ventricular (rv) lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) after a syncopal episode. Review of the presenting electrogram (egm) suggested the pacemaker was operating as programmed, however the health care professional (hcp) states loss of capture (loc) was observed on the monitor with no associated symptoms reported. Additionally, two non-sustained ventricular tachycardia (nsvt) were stored and appeared to contain noise, but had occurred after the time of the syncopal episode. The most recent auto threshold test was 1.2v @ 0.4 ms. Further device/lead testing was advised. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced, and the non boston scientific right ventricular (rv) lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) after a syncopal episode. Review of the presenting electrogram (egm) suggested the pacemaker was operating as programmed, however the health care professional (hcp) states loss of capture (loc) was observed on the monitor with no associated symptoms reported. Additionally, two non-sustained ventricular tachycardia (nsvt) were stored and appeared to contain noise but had occurred after the time of the syncopal episode. The most recent auto threshold test was 1.2v @ 0.4 ms. Further device/lead testing was advised. This pacemaker system remains in service. No adverse patient effects were reported.